Manufacturer narrative:
Reference manufacturer report number: 2032227-2014-39534. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery twice. Customer's blood glucose level was 400 mg/dl. The customer was off the insulin pump while taking a bath and changing the infusion set. The alarm was resolved with an infusion set change. The customer used three infusion sets and three reservoirs before getting to an infusion set that worked. The insulin pump had a strong smell of insulin in the reservoir compartment. The device was not returned.